Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 14 mmol/l at the time of incident. Customer reports they feel okay to troubleshooting. Customer alleges insulin pump was under delivering because their goes up again after active insulin has worn off and after delivering a bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with the insulin pump. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer had increased basal amounts as per health care professional instructions. Customer states all insulin delivery settings were as they should be. Customer agrees insulin pump was mechanically working fine. The device will not be returned for analysis.